Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump received software error detected. Customer's blood glucose value was unknown. Customer reports they was unable to clear the alarm. Device will not be returned for the analysis.